Event description:
Caller indicated the glucocard vital meter was giving variable readings. The customer stated she woke up saturday morning and took her blood sugar test and received a blood sugar of 48mg on vital meter (B)(4) and strip lot 12102a. She then took 1 tablet of glucose gel and 3 sugar tablets. Next, she ate a piece of toast with peanut butter. She checked her blood sugar one hour later at 8:42a and received a reading of 372mg. She wanted to check if her blood sugar level was increasing and if she was safe because a blood sugar of 48 is not safe for her. After that she plugged the 372 in her pump and pumped insulin into her body, she stated the insulin amount is programmed into her pump but doesn't know how much insulin she took exactly. She stated she waited a little while then her blood sugar decreased too fast to 42mg on the vital and that is when she doubted her meter. She was shaking, had seizure like qualities and was confused. Her daughter then helped her by turning her pump off and fed her more sugar gel. She stated if her daughter wasn't there to help her, she doesn't know what would have happened. She recovered after that. Went over technique; caller washes her hands every time she tests and dries her hands thoroughly. She stated she changes her lancets most of the time but not every time. She stated sometimes she has trouble getting a sample size of blood and uses her first drop of blood. Explained proper storage and technique. Has controls but has not used them. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.